Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.